Manufacturer narrative:
Bci customer technical services determined that the leaking fluid was likely wash solution. Service visited the site on (B)(6) 2011. The field service engineer (fse) cleaned and dried regulator, replaced water canister float, and cleaned solenoid.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak from unicel dxc 600 pro synchron clinical system. The customer reported the leak was from the back of the 10 psi air pressure regulator, and was not sure what the fluid was. No operator exposure was noted and there was no effect to patient or user.